Event description:
A copy of customer¿s medwatch report was received from FDA, which states ¿patient arrived to unit, heparin drip was ordered and the same IV pump and module were used (from operating room). Heparin was started at 1450 units/hr (14.5 ml/hr) at 1515 (witnessed per protocol). Approx 30 mins later, the same IV pump/module that was running the heparin drip was alarming "air-inline". Upon review, bag was empty. Rn's tested and saw IV tubing was running at a fast rate compared to actual programmed rate. The programmed ml/hr vs. The actual ml/hr running were not correlating.¿ the report indicates ¿serious injury¿ as the type of event with ¿hospitalization¿ as the outcomes attributed to adverse event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
A copy of customer¿s medwatch report was received from FDA, which states ¿patient arrived to unit, heparin drip was ordered and the same IV pump and module were used (from operating room). Heparin was started at 1450 units/hr (14.5 ml/hr) at 1515 (witnessed per protocol). Approx 30 mins later, the same IV pump/module that was running the heparin drip was alarming "air-inline". Upon review, bag was empty. Rn's tested and saw IV tubing was running at a fast rate compared to actual programmed rate. The programmed ml/hr vs. The actual ml/hr running were not correlating.¿ the report indicates ¿serious injury¿ as the type of event with ¿hospitalization¿ as the outcomes attributed to adverse event.